Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited loss of capture and pacing impedance has double since implant over one month ago. An invasive procedure found the lead had pulled out of the suture sleeve and became dislodged. The lead was capped and a new lead implanted.